Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed the top rear label was missing and slight wearing on the lens was observed. Review of the event history log showed the pump displayed multiple occurrences of the reported error. Functional testing involved event log review and internal inspection. When the pump was powered up, the pump displayed last error code 1871. On opening the pump, it was found that the motor was locked. The motor and lens were replaced. The problem source could not be identified. Based on evidence and investigation, the complaint allegation was confirmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "lec 1871 and had lens scratches". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.